Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's pumps had been alarming high-pressure. Upon experiencing the alarm, the patient had checked for kinks, switched the pump, replaced the cassette, and changed the IV connectors. The IV line had been approximately 1.5 years old, and they had been advised to go to the hospital for further evaluation. By 2 am local time, the patient had been informed to notify the hospital that they had been off treprostinil for four hours, potentially requiring a restart. The patient had reported no side effects. It had been confirmed that they were at the (B)(6) emergency department, being admitted for an assessment of her central line due to a possible issue. The product issue had not caused or contributed to any patient or clinical injury, as the patient had reported no side effects from being off treprostinil. The patient had been advised to go to the hospital for a possible IV-line blockage. The patient had possessed a backup device and had attempted to switch to it. However, the same high-pressure alarm had occurred on the backup pump, preventing a successful continuation of the infusion. Since the infusion had been life-sustaining, the outcome of the event is ongoing. Patient's initial is (B)(6), female and was born on (B)(6) 1976. The event occurred while in use with a patient. There was a patient involvement, but no patient harm reported.